Manufacturer narrative:
Device evaluation result: the device was returned with a broken cartridge connector stuck in the drug chamber. The broken cartridge connector was able to be taken out. However, due to visible damage to housing it must be replaced. The customer reported complaint was confirmed. The cause of the issue could not be determined. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the pump¿s connector broke and a portion remained inside the device, preventing disconnection and removal of the insulin cartridge. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care provided support that included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem related to failure to disconnect, associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.